Event description:
It was reported that on (B)(6) 2005: patient presented with following pre-op diagnoses: l5-s1 bilateral spondylolysis, distal to l3 to l5 fusion. For which, patient underwent following procedures: decompression with removal of gill fragmented, instrumented interbody and posterior lateral fusions at l-5 and s-1. Per op notes, 11 x 20 mm interbody cage devices were instrumented bilaterally into the disc space. Each cage was packed anteriorly with rhbmp-2, the ventral aspect of the disc space itself was packed with rhbmp-2; the dorsal aspect of each cage was packed with local milled bone from the gill fragment. All the remaining local milled bone was then rolled into fajita¿s with the remaining bone morphogenic protein. This was laid into the posterior lateral gutters between the l5 transverse process and sacral ala. There was good evidence for remaining bone graft at l3-4 and l4-5, no additional grafting procedure was noted. Patient tolerated the procedure well without any intraoperative complications. Intra-op fluoroscopy was also performed on patient which showed introduction of surgical hardware in the lumbosacral spine. On (B)(6) 2005: patient got discharged.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral lumbar spinal fusion procedure at l4-5 with a zimmer bak vista cage. To achieve fusion, surgeon performed a procedure by utilizing rhbmp-2/acs. Post operatively, patient developed significant pain in the area of the fusion surgeries and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for related injuries. The patient has never recovered from surgery, and continues to have daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.